Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on using ac or dc power. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on using ac or dc power. There were no reports of patient use associated with the reported event.